Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date and the absorbable straps were used. During surgery, when surgeon fired device, the clips did not close and thus did not stay in place. The surgery was delayed for 5 minutes, but the procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 07/3/2019. Corrected h-6 conclusion codes: 61.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/03/2019. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 3 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.